Event description:
It was reported that the pump's alarm volume and vibration were too low. Upon troubleshooting it was determined that the pump was functioning as intended. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer did require 3rd party assistance due to bg level. 3rd party gave customer juice to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.